Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for elecsys troponin t stat assay (troponin t stat) on a cobas e 411 analyzer (rack system). Patient 1 initial result was 27.76 ng/l. The sample was repeated twice with results of 56.62 ng/l and 26.78 ng/l. Patient 2 initial result was 20.44 ng/l. The sample was repeated twice with results of 81.44 ng/l and 18.27 ng/l. No questionable results were reported outside of the laboratory. The final repeat results for both patients (26.78 ng/l and 18.27 ng/l) were believed to be correct.

Manufacturer narrative:
The troponin t stat reagent lot number was 672042 with an expiration date of apr-2024. Calibration was last performed on (B)(6) 2023 and was acceptable. Qc was acceptable. The field service engineer (fse) found the pinch valve tubing had not been replaced during the customer's monthly maintenance. The fse replaced the tubing. Instrument performance testing was acceptable. The service actions resolved the issue.